Event description:
I'm writing this to tell about an injury suffered from a scooter store (B)(6). It is a three wheeled cart made to be used by handicapped individual to get around. It has tried to tip on me three different times. On saturday (B)(6), while riding it tipped completely over causing me injuries bad enough to send me to (B)(6) hosp in (B)(6). I have contacted both the store where I purchased the device and also the manufacturer. The store indicated that it had a tendency to tip over, neither would refund me for the scooter. If they know about this defect, that info should be made known to the consumer in some way. Thank you for any help you can give me in this matter. (B)(6).